Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was noted that the pump emitted this alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: review of the black box data showed evidence of call service alarms 052. An ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; there was no evidence of internal moisture was observed. There was no damage to the transceiver flex or printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing.